Event description:
A small section of catheter (approx 2 cm or so) was twisted some distance from the pump in the back. The catheter was revised; the twisted section was removed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).